Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the weld that joins tube and bowl is cracked around the circumference. The cannula was inspected and it was noticed that the tube can move with respect to the bowl feature. The weld that joins the tube and bowl was cracked around the circumference. As orientation of tube relative to bowl is critical to function of item, the cannula cannot be used. Evidence not conclusive, but issue is likely supplier quality related. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci gall bladder sasectomy procedure, the section where single site curved cannula accessory meets the main section of the cannula base, the whole thing was loose. The whole thing can turn around. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.